Event description:
It was reported that the customer's sensor was missing its cannula upon removal from the customer's body, that the customer's insulin pump alarmed lost sensor, and that the transmitter's light did not flash after connection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.